Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and excessive amount of surgical residue was observed in the fluid flow path of the sample. The affiliate stated that the product was not reprocessed or reused; however, the customer should be reminded the directions for use (dfu) states that alcon products are validated for single-use only and should not be reprocessed or reused. It has been found in lab testing that excessive use of any single-use product may contribute to functional breakdown. The sample was tested on a console and failed to prime generating system message code; priming of the aspiration handpiece was unsuccessful. The sample was then purged of surgical residue that was present throughout the sample. After purging the sample was retested and could prime and tune with the handpiece successfully. The irrigation and aspiration pressure was within specification. No message code appeared on the screen. Fluid flowed from balanced salt solution to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. It was noted the customer alleged the cassette did not prime before surgery; however, surgical residue was found in the cassette suggesting the cassette was reused. The sample could not pass functionality initially until the returned sample was purged. Based on the condition of the cassette, the root cause of the customer's cassette is related to customer reuse of a single-use device. As described, excessive use of any single-use product may contribute to functional breakdown. No action will be taken for this occurrence, as the root cause is related to customer reuse of the product. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration did not increase during irrigation-aspiration. The procedure was performed and completed after replacing the product. There was no patient harm. The product sample has been requested.